Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information and the complaint rt265 infant dual heated evaqua2 breathing circuit for investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported to our distributor that they found a "fissure" in the inspiratory limb of the rt265 dual limb infant breathing circuit. There was no patient involvement.

Event description:
A hospital in (B)(6) reported to our distributor that they found a "fissure" in the inspiratory limb of the rt265 dual limb infant breathing circuit. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit was not returned for investigation. Questions and a request for the complaint device were sent to the hospital, but no information has been received. In the absence of a complaint device, photographs or additional information we are unable to confirm the complaint as reported to us by the hospital. All rt265 infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.